Event description:
Prior to device exchange, interrogation of the device was not possible. The physician suspects premature battery depletion. The issue was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
The customer complaint of premature depletion was not confirmed. The device was received at eri range of operation. The analyses performed, including telemetry testing and functional testing, did not find any anomalies, other than device battery reaching eri levels. The device was implanted for 9.70 years which exceeded the device¿s 9.15 year projected longevity and is considered normal battery depletion.